Event description:
The coil was delivered to the first loop of the aneurysm, but the physician decided to reposition the unit. During the repositioning process, the coil prematurely detached, and traveled to the cerebri medica artery. The physician attempted retreival with a lasso basket, but the attempt failed. The physician indicated that the coil thrombosed. Subsequently the pt expired from intra-cerebral infarct.